Event description:
It was reported that pump battery would not charge and charging connection was not recognized, which led to pump shutdown and inability to turn pump back on. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried different wall adapter and charging cable, and issue was resolved with non-tandem charging cable and wall adapter; customer was informed that non-tandem charging supplies were not recommended except for troubleshooting, agreed to receive replacement charging supplies, and was educated on steps needed after pump shutdown, including resetting settings, restarting continuous glucose monitoring sessions, and reloading cartridge. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.